Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s device had been adjusted from 0.5 to 2.0. It was stated the patient still had a cerebral hemorrhage at the time of the report. The director at the hospital reportedly recommended the patient for an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2017 due to hydrocephalus. As of (B)(6) 2018, the patient suddenly began vomiting and developing convulsions. The patient was sent to the hospital and the healthcare professional reportedly thought that the flow through the device was ¿too fast¿ and needed to be regulated. At the time of the report, the patient was hospitalized and unable to breathe independently. The patient required an oxygen pump to assist with breathing. It was also stated that the patient could not move and could only lie flat.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when the patient was admitted to the hospital, accompanied with convulsions/seizures, they were initially in the intensive care unit. They were returned to neurosurgery to continue treatment after the disease became stable. The director was not particularly clear about what caused the valve pressure to change. It was felt that the patient may have been affected by the infusion pump monitor during the hospital treatment. It was also noted that it was possible the valve was affected by magnetic fields prior to coming to the hospital. The director did not believe the event was related to the product. At present, the patient could walk on their own with clear awareness and normal communication. The patient was now shunting normally.